Event description:
A customer reported a shattered touchscreen on their pump, rendering it unresponsive and ineligible for interaction. There was no available information regarding the customer's blood glucose level at the time of the event. Technical support arranged for a replacement pump as the malfunction occurred under warranty. The customer was informed of the need for replacement but declined to share details about their backup therapy. Technical support confirmed the customer's shipping address and provided instructions for returning the defective pump.